Event description:
It was reported that during a ptca procedure, the catheter froze on the wire. The lesion being treated was a 95% stenotic lesion in a moderately tortuous lad coronary artery. After approximately forty minutes, the physician was able to cross the lesion with the wire. A maverick balloon was placed and inflated. Upon removal of the wire, the wire froze inside the maverick balloon. The physician used excessive force to remove the balloon and the wire. Wire position was lost and the procedure was aborted.